Manufacturer narrative:
H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in united states. Livanova contacted the biomed at customer site and provided information on the possible cause of the error. Livanova has recommended to replace the parts. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a s5 heart lung machine displayed errror meaning fault in motor controller (error 441) during a procedure. The error is now gone. There is no report of any patient injury.

Manufacturer narrative:
The involved pump is installed since 2019 and according to the review of the complaint database, no further event has been reported for this unit. No service intervention has been performed by ln technician that provided phone support to the biomed in charge. The error code 441 (a safety feature of the pump has failed; the pump no longer allows the system to monitor it properly.) According to service manual, can be caused by: -fault in circuit board hkr -fault in circuit board hms -defective connections between the circuit board motor controller (hms 0409) and the circuit board computer board (hkr 0325) -defective cables -defective hall sensors. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.